Event description:
On (B)(6) 2012 the reporter contacted animas to report the patient discovered insulin in the pump cartridge compartment and that the cartridge was leaking. No visible cracks or damage were seen to the cartridge. There was no adverse event associated with this issue.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/27/2012-device evaluation: the cartridge was not returned for investigation. A retain cartridge sample from lot # b201780 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. A fill test was also performed with no air bubbles forming. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.